Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report that he had been hospitalized for low blood glucose levels. The customer's blood glucose level was 35 mg/dl. The symptoms that led to the hospitalization was that the customer blacked out and his son called the paramedics. The customer's educator believed that the basal rates settings for the customer are too high. No further information reported.